Manufacturer narrative:
Article citation: mcglumphy, e. J., chaya, c. J., wirostko, b. M., & johnson, t. V., "the utility of home tonometry for peri-interventional decision-making in glaucoma surgery: case series." American journal of ophthalmology case reports. 28 (7 september 2022) 101689. Https://doi.org/10.1016/j.ajoc.2022.101689. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intralocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Via the article: "the utility of home tonometry for peri-interventional decision-making in glaucoma surgery: case series." American journal of ophthalmology case reports. It was events of "xen gel stent implantation via the ab externo technique in right eye, patient later experienced recurrent disc hemorrhages, a decline in humphrey visual fields of -6.0 ± 1.7 db/year, and iop spikes into the mid-20s mmhg. 3 months after presentation, a trabeculectomy was performed which achieved a lower mean iop of 9.2 mmhg and all iop lowering drops were stopped." This is the same article reported under MDR ID # 3011299751-2022-00190 (allergan complaint #pr (B)(4). This MDR is being submitted for case 3.